Manufacturer narrative:
Citation: alperi et al. Permanent pacemaker implantation following valve-in-valve transcatheter aortic valve replacement: vivid registry. J am coll cardiol. 2021 may 11;77(18):2263-2273. Doi: 10.1016/j.jacc.2021.03.228. Earliest date of publish used for date of event. Medtronic products referenced: corevalve, evolut r, evolut pro (PMA# p130021, product code npt) and engager (not approved for us market). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding permanent pacemaker implant following valve-in-valve transcatheter aortic valve replacement (viv-tavr). All data were collected from a data registry including over 180 medical centers between april 2007 and april 2020. The study population included 1,987 patients (predominantly male, mean age 77.6 years). Among all patients 1,071 were implanted with a medtronic corevalve (n=742), evolut r or evolut pro (n=322), or engager (n=7) transcatheter bioprosthetic valve. No unique device identifier numbers were provided. Among all patients, a total of 439 patients died after a median follow-up of 12.9 months. No further details were provided on these deaths. Multiple manufacturer¿s devices were implanted in the study population. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: valve-in-valve implant for regurgitation and/or stenosis; permanent pacemaker implant for atrial fibrillation (afib), first-degree atrio-ventricular (av) block, right bundle branch block (rbbb), left bundle branch block (lbbb) or left anterior fascicular block; valve malposition. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.